Event description:
Info was initially received from a pt, who has received two previous series of three synvisc injections with some swelling with second series. They received a synvisc injection one month prior, and one week later in their right knee. The pt reported a little stiffness following the first injection. After the second injection, the pt reported severe swelling that began in the back of the knee and moved to the front, their skin looked glassy and a temperature of 100.2 degrees f. Three days later, they had trouble walking. They reported the physician aspirated fluid from the knee. The fluid had cloudy appearance and the physician was not sure if it was an infection. He injected one-half of a cortisone (dosage unknown) injection in the knee. At the time of this report, the swelling was almost completely gone and their temperature was normal. That patient does not plan to get their third injection. The patient has no allergies to chicken or other bird products. Additional info was received one month later from the treating physician who reported that the patient's symptoms of joint pain and joint swelling were treated with aspiration and 20 mg of kenalog(triamcinolone). At the time of this report, the patient has recovered.